Event description:
It was reported that during a ptca procedure, while the guide wire was being inserted into the catheter, strong resistance was felt when the tip of the wire came out of the catheter. Therefore, it was replaced with another product and the procedure was performed. This report is being filed due to the results of co's investigative analysis.